Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The generator was analyzed and found the issue was confirmed via system logs. No related visual issues were found. Testing showed error c-34 on power-up. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause in this case is attributed to the faulty component of the generator.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding the generator error c-34 when the monopolar energy was activated. The reported complaint remained after the customer replaced the energy cord, both monopolar ports on the generator, power cycling, and rebooting the generator. The customer was proceeding using the bipolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.